Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. Diopter: -14.00/+1.50/101. (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed one similar complaint within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Lens was not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6, -14.00/+1.50/101 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting and patient had a shallow chamber. No other lens was implanted.